Event description:
It was reported that the burr was stuck in the lesion and wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr was prepped and using the dynaglide technique, the physician advanced the rotapro burr into the ostial rca where the device stalled and sounded like a leak coming from the advancer. There was a loss of rpm's, and the rotapro burr became lodged in a calcified lesion and had to be pulled out forcefully. The rotawire was pulled back and was able to grip the rotapro burr and dislodge it. The rotapro burr and rotawire were removed together and dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Event description:
It was reported that the burr was stuck in the lesion and wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr was prepped and using the dynaglide technique, the physician advanced the rotapro burr into the ostial rca where the device stalled and sounded like a leak coming from the advancer. There was a loss of rpm's, and the rotapro burr became lodged in a calcified lesion and had to be pulled out forcefully. The rotawire was pulled back and was able to grip the rotapro burr and dislodge it. The rotapro burr and rotawire were removed together and dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. Inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the turbine was corroded. It was considered likely that the corrosion to the device identified during analysis was caused by the drying of the saline infusion that had been used during the procedure. As the rotawire used in the procedure was returned and used for analysis. During analysis, the rotawire had resistance during removal due to kinks present on the proximal end of the wire. Due to the severity of the kink damage, reinsertion was not completed. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. The sound of air escaping the device could be heard during the stall. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. After destructive testing was performed, it was found that the shutter was damaged. The damage present could lead to fiberoptic interference.